Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation below the nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The balloon was loosely folded and there was contrast in the balloon and inflation lumen. The device was soaked in a warm waterbath for 2 days. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or device defect. The device was functionally tested by attaching an inflation device to the hub of the device. Positive pressure was applied and inflated to rated burst pressure. The device inflated and held constant pressure without leaking, for over five minutes.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation below the nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications reported.